Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 6945-65 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
The patient reported that the lead wires shorted out, that the patient was shocked 13 times, and that the patient understood that the wires had frayed. The leads were noted to be inactive. No further patient complications have been reported as a result of this event.